Manufacturer narrative:
. E3: occupation: consultant the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. The angio-seal did not deploy, and the collagen was dislodged. Another brand's closure device was used to complete the procedure. The type of procedure performed was a percutaneous coronary intervention (pci).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. This reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. One (1) 6 french angio-seal device was returned for product evaluation. The returned sample included the carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and sheath were returned in rear lock position and mated. The internal components were deployed and the collagen tamped. The anchor was not returned, and the black stop marker was fully visible. The internal components were fully deployed, and the black stop marker was fully visible. The anchor was not noted during evaluation. Based on the condition the sample was returned in, the complaint can be confirmed for a detached anchor. The exact root cause could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt). Therefore, this event is currently deemed a non-reportable event.